Event description:
The manufacturer received information that a customer underwent thyroid removal surgery in 2022. In 2020, following a sleep test, the doctor recommended the use of a CPAP mask. The patient researched and purchased a philips dreamstation CPAP mask, with an initial pressure setting of 10/3, which was used for two years. The pressure was later increased to 12 due to difficulties sleeping. For the past two years, the patient experienced a sore throat, though without a fever, and the pain worsened when coughing or with slight difficulty swallowing. The patient visited an otolaryngologist three times but was told there were no issues. After the complete removal of the thyroid in 2022, the patient inquired about what to do when unable to sleep due to difficulty breathing with the pressure setting of 10/3. No device information was provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a customer underwent thyroid removal surgery in 2022. In 2020, following a sleep test, the doctor recommended the use of a CPAP mask. The patient researched and purchased a philips dreamstation CPAP mask, with an initial pressure setting of 10/3, which was used for two years. The pressure was later increased to 12 due to difficulties sleeping. For the past two years, the patient experienced a sore throat, though without a fever, and the pain worsened when coughing or with slight difficulty swallowing. The patient visited an otolaryngologist three times but was told there were no issues. After the complete removal of the thyroid in 2022, the patient inquired about what to do when unable to sleep due to difficulty breathing with the pressure setting of 10/3. The patient also stated throat was getting worse by the day and had started to hurt a lot. The patient reported going to three hospitals and saw an ent doctor who inserted a camera into mouth and nose and said there was nothing wrong. The patient stated being in so much pain they couldn't bear it. The patient also couldn't sleep without using the CPAP mask. The patient was inquiring if anyone else experienced a similar issue before and was asking what the cause of this problem could be. The patient reported pressure setting was 10-1 and not being able to sleep with a lower pressure. The patient stated being in a difficult situation, is 71 years old and a patient with acromegaly. The patient reported washing the filters with baby shampoo once a month and in five years had purchased three hoses and masks and had changed them. The patient checks the device every day when going to bed for humidification, and if there is not enough water inside the device, fills it. In general, the water in the reservoir is enough for 2 days. Pressure set at 10 humidity 3. The patient also reported being a nonsmoker. Two years ago, the patient visited the hospital for shortness of breath. The patient stated, "a chest x-ray was taken, and the teacher said that there was a stain on his lungs. I asked if it was cancer, he said no, he gave me a drug, I drank 4 cans, it didn't help at all. Then I went to cardiology, that teacher also asked for CT (computed tomography), I had it taken, he said you have nothing, he said your blood pressure is a little high, he gave me medication." The patient is curious if the sore throat happens to other people who use the CPAP masks, and if so, what the remedy is. The patient also stated never thinks about returning the device due to not being able to sleep without it, is retired, and is not in a financial situation to purchase a new one. The manufacturer received the serial number of the device. Additional information received stated the patient began using the device in 2020 and continues to use it to this day. Over the past two years, the patient has reported developing throat pain when using the dreamstation CPAP pro device. Despite this, the patient has not stopped using the device. The patient has the following pre-existing medical conditions: acromegaly, shortness of breath, thyroidectomy (thyroid glands have been removed). The manufacturer was also informed that no alarm was reported during the event. The manufacturer previously submitted this complaint as an adverse event only. After further review, the manufacturer determines the report should have been submitted as both a product problem and adverse event. The manufacturer has updated box b adverse event/product problem to both in this report. The manufacturer has updated box b other relevant history in this report. The manufacturer has updated box d in this report for the product brand name, model number, catalog item identifier, serial number, product UDI. The manufacturer has updated box g 510k in this report. The manufacturer has updated box h manufacture date in this report. The manufacturer has updated box h device coding in this report. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information that a customer underwent thyroid removal surgery in 2022. In 2020, following a sleep test, the doctor recommended the use of a CPAP mask. The patient researched and purchased a philips dreamstation CPAP mask, with an initial pressure setting of 10/3, which was used for two years. The pressure was later increased to 12 due to difficulties sleeping. For the past two years, the patient experienced a sore throat, though without a fever, and the pain worsened when coughing or with slight difficulty swallowing. The patient visited an otolaryngologist three times but was told there were no issues. After the complete removal of the thyroid in 2022, the patient inquired about what to do when unable to sleep due to difficulty breathing with the pressure setting of 10/3. The manufacturer has received additional information from the patient of throat is getting worse by the day and has started to hurt a lot. The patient reported going to three hospitals and saw an ent doctor at who inserted a camera into mouth and nose and said there was nothing wrong. The patient states being in so much pain they can¿t bear it. The patient also can¿t sleep without using the CPAP mask. The patient was inquiring if anyone else experienced a similar issue before and asking what the cause of this problem could be. The patient reports pressure setting is 10-1 and not being able to sleep with a lower pressure. The patient states being in a difficult situation, is 71 years old and a patient with acromegaly. The patient reported washing the filters with baby shampoo once a month and in five years has purchased three hoses and masks and has changed them. The patient checks the device every day when going to bed for humidification, and if there is not enough water inside the device, fills it. In general, the water in the reservoir is enough for 2 days. Pressure set at 10 humidity 3. Patient also reports being a nonsmoker. Two years ago, the patient visited the hospital for shortness of breath. The patient stated, "a chest x-ray was taken, and the teacher said that there was a stain on his lungs. I asked if it was cancer, he said no, he gave me a drug, I drank 4 cans, it didn't help at all. Then I went to cardiology, that teacher also asked for CT (computed tomography), I had it taken, he said you have nothing, he said your blood pressure is a little high, he gave me medication." The patient is curious if the sore throat happens to other people who use the CPAP masks, and if so, what the remedy is. The patient also stated never thinks about returning the device due to not being able to sleep without it, is retired, and is not in a financial situation to purchase a new one. The manufacturer has updated box a in this report for the patient's age of 71. The manufacturer has updated box b other relevant history to include acromegaly in this report the manufacturer has updated box h patient outcome code grid for the new alleged harms that were not previously reported in the initial MDR 2518422-2025-101890 the manufacturer has updated box h health impact grid in this report for the additional information reported